Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'tube load screen won't pop up when (slide clamp is inserted) into the keyhole when unit is on' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed lower latch switch. The lower aux requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not display the tube load screen when the slide clamp was inserted into the keyhole (when unit is on). This occurred during programming/setup. There was no patient involvement. No additional information is available.